Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown screws/unknown lot. Implant date: unknown date in 2013. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during a revision surgery for a broken screw head, another fragment broke off of the screw in the extraction bolt. The head of the screw was thrown away during surgery. The broken screw fragment remains implanted in the femur shaft. The variable angle locking 6 hole compression plate was intact. Screws were explanted and it was confirmed the other screws removed successfully; only one screw was broken. The patient was re-plated with an 8-hole lcp congular plate and screws. It was also reported that a hollow reamer broke off while reaming during the revision procedure, but all parts were retrieved. The surgery was completed successfully. The procedure was extended by fifteen minutes due to the complained events. Initial implant surgery took place in 2013; the exact date was not provided. The condition of the patient after surgery was reported as unknown. This report is for an unknown quantity of unknown screws. This is report 5 of 5 for (B)(4).